Manufacturer narrative:
Product complaint # (B)(4). Batch # t5al26. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge reload present. The reload was received partially fired 1/16, with the pan partially dislodged from left side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a pancreatectomy, on the first firing of the stapler on the stomach, with green reload, no buttressing material, the stapler locked out, battery died. The doctor was able to use the reverse button to remove the device from tissue. A second like device was used to complete the procedure. There were no patient consequences reported.